Event description:
Caller reported damage to tandem charging cable, which resulted in the charging supplies becoming non-functional. There was no reported impact to the customer¿s blood glucose level. Technical support resolved the issue by arranging for replacement of the damaged charging supplies via 2-day shipping.